Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that scs ipg was deemed inoperable during the ipg migration procedure (reference MFR report # 1627487-2017-06450). As a result, surgical intervention was undertaken on (B)(6), wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
Correction number and associated detail was inadvertently omitted in the initial report. This report consist of missing information. Device evaluation was reported as ongoing at the time of the initial report and evaluation codes were missing in the initial report. The additional report consists of missing information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.